Event description:
It was reported that a patient experienced peritonitis manifested by shoulder pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with vancomycin (dose and frequency not reported) and gentamycin (dose and frequency not reported) ip for peritonitis. The treatment with vancomycin and gentamycin was ongoing. The patient was discharged from the hospital and was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Date of event: the exact date of the onset of peritonitis was unknown, however, the patient experienced peritonitis on an unreported date in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot numbers h13h20097, h13i19105, and h13i28072 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as hospital nursing errors. The patient again began treatment with vancomycin (daily and route not reported), for the peritonitis. On an unreported date, the patient was treated with epogen (dose and route not reported) for 1 week and the vancomycin therapy was withdrawn. The patient was recovering from the peritonitis event and had been discharged from the hospital. Upon further investigation, the cause of this peritonitis was use error described as break in aseptic technique. However, the devices involved in the incident were unknown. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.